Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for hernia indications for use. It was reported that since may-13, a pressing-type pain has been experienced at the stimulator implantation site during charging of the stimulator. Slight heat has also been noted from the stimulator during charging. Because the pain makes continuous charging difficult, charging has been stopped intermittently and then resumed, with breaks taken during the process. It was unknown what factors that may have caused the occurrence of the event. The patient was advised to consult with the attending physician. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.